Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump was indicating multiple no delivery alarms. Customer's blood glucose value was 500mg/dl at the time of the call. Troubleshooting for no delivery alarm was performed. As a result of the troubleshooting, the customer stated that the insulin pump was working as designed. The product was not returned for analysis.